Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the black box showed evidence of two call service 088 alarms. A 24 hour duration test was successfully completed with no call service alarms being duplicated. Internal moisture was observed on the printed circuit board and internal components. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.